Event description:
Device #1 of 2; reference MFR. Report: 1627487-2015-26307. It was reported the patient was no longer receiving effective stimulation. The stimulation was increased, however the patient was unable to feel the stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.